Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited high thresholds and undersensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.